Manufacturer narrative:
This event is being filed in an abundance of caution because in this specific instance the wheelchair happened to stop in the street, and though there was no allegation of injury or harm to the user, the user expressed that they were slightly scared due to the incident. The alleged malfunction of the wheelchair stopping/shutting down while driving in and of itself is not likely to cause/contribute to serious injury/illness or death. With regards to free wheel mode, when the motor locks are engaged, the wheelchair can be driven via the joystick and when the motor locks are disengaged, it allows for freewheeling for the wheelchair to be pushed manually. A corrective action has been initiated to further investigate motor/brake issues, however, it has not been confirmed if the reported event is the result of a malfunction and/or related to this corrective action. If additional information becomes available, a supplemental record will be filed.

Event description:
On a tdxsp2-mcg power wheelchair, the brake levers are spinning in circles and not catching/engaging from drive to free wheel mode. The user went over a bump and somehow the coupling switched to free wheel while in the middle of the street. A person got out of their car and helped push the user in the wheelchair onto the sidewalk. There was no injury to the user, however, they expressed they were slightly scared.